Event description:
During tah, bso, a 4 cm rent was sustained in the mid portion of the bladder when it was dissected off of the uterine segment and the short cervix. The bladder mucosa was intact, but the muscularis was torn, requiring #3-0 running suture repair.